Event description:
The customer indicated, the system was mixing pt's images. No report of pt injuries.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive, sbc board, backplane, power supply, and power distribution board were all replaced. The system was then found to be working as intended.